Event description:
It was reported that an 8476 error code on the patient¿s personal therapy manager (ptm) was confirmed. It was noted the patient was supposed to receive three boluses a day with a four hour lockout interval. The patient had received a bolus the day prior on (B)(6) 2014 around 3:30pm, he got home from dinner around 8:00pm and lied down and then around 10:30pm to 11:00pm he heard the critical pump alarm. The patient also heard it again on(B)(6) 2014 but thought it was something else in the environment, not his pump. The patient had not had any medical procedures/ mris. The device system was used to deliver clonidine and dilaudid. It was later reported that upon the device manufacturer representative¿s arrival to the hospital on (B)(6) 2014, they were informed of a motor stall that occurred over the week. The pump was going to be explanted and replaced. It was later reported that the patient had experienced withdrawal. The cause of the motor stall was not determined from logs/data and the stall did not recover. The pump was replaced. The pump had been interrogated several times but nothing could be done since the motor stall screen was displayed .the patient was reportedly doing well and receiving effective therapy. It was noted the pump would be held in the hospital¿s pathology department for two weeks per their protocol. The 8840 (physician programmer) logs were later provided which showed the motor stall occurring on (B)(6) 2014 followed by a ¿stopped pump period may exceed tube set message¿ exactly forty eight hours later on (B)(6) 2014. It was reported the initial reporter had learned of ¿all the information¿ on (B)(6) 2014, although the logs were printed after (B)(6) 2014. It was later reported that the reporter confirmed the aware date of (B)(4) 2014.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient went through massive withdrawal and was put on both intravenous (IV) and oral pain medicine until his pump could be replaced.